Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device showed a 110b (proximal pressure sensor autozero failed.) Alarm. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the customer's complaint. The pse was able to confirm the customer's complaint via the diagnostic log. The pse replaced solenoid valves 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the suspected parts (solenoid valves 3 and 4) were returned to philips for failure investigation. The technician documented the following conclusion/root cause for solenoid valve 3, "per engineering direction and through referencing the ventilator software requirements document, testing in step 2 of this conclusion was performed resulting in a no problem being found. Note: referencing the ventilator software requirements document, section 2.8.2.1 states: auto-zero test shall be scheduled at 15 minutes +/- 7 seconds intervals for both the machine pressure transducer and the proximal pressure transducer during operation in ventilation mode when there is no previous auto zero failure, pressure sensor calibration failure, or pressure sensor range error. Tech connected the solenoid x valve to proximal pressure auto zero position (position 3) of the gas delivery subsystem, the product investigation lab (pil) v60 standard test bed was powered on for a minimum of 20 minutes with the intent to exceed the 15-minute interval for the continuous built-in-test (cbit) testing for machine and proximal auto zero testing. No proximal pressure sensor autozero failed error(110b) was generated resulting in a no fault found." The technician documented the following conclusion/root cause for solenoid valve 4, "this is in regard to the solenoid, x-valve (number 4) that was delivered to the product investigation lab with the accusation of check vent: proximal pressure sensor autozero failed (diagnostic code 110b). Pil tech operated the returned solenoid 4 at position 3 and 4 of gas delivery system (gds) separately without issue. No proximal pressure sensor autozero failed error(110b) was generated resulting in a no fault found."